Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "broken allergan implants".

Event description:
Healthcare professional reported "another pair of broken allergan implants less than 10-years-old". This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as fold flaw opening. Creases/folding of implant: observed, fold creases. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: wear abrasion is observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required as the device was implanted."

Event description:
Physician reported left implant rupture with "implants less than ten years old". Subsequently, physician reported capsular contracture - baker grade ii. MRI reports shows capsular folds in the left implant, with no signs of rupture. No left axillary lymph nodes were identified. The device has been explanted.

Event description:
Healthcare professional additionally reported, "subsequently, physician reported, capsular contracture,baker grade ii".

Event description:
Healthcare professional reported "another pair of broken allergan implants less than 10-years-old". Healthcare professional additionally reported "subsequently, physician reported capsular contracture - baker grade ii." This relates to the left side. Device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant: observed crease fold on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.